Event description:
Physician leaned on headrest and headrest partially released, extending the pt's head (not past 45 degrees) bed tested before next case and it was secure. No problems during that case. However, after the case extra pressure was applied and the headrest extended abruptly to 90 degrees with pieces falling on the floor. No known injuries. Sent to be repaired. Note: this is rptr's similar incident in about 6 months with two different brands or beds.